Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the screen does not work. Could not enter device hours at eval tool due to device issue. There is no documentation what component needs to be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.